Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("persistent bleeding/ abnormal bleeding (general)"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia/abnormal bleeding(menorrhagia)"), endometriosis ("endometriosis."), spinal laminectomy ("lower back laminectomy") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 41-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine dilation and curettage in 1999, fibromyalgia, connective tissue disorder and gastrooesophageal reflux disease. Concomitant products included calcium carbonate (tums [calcium carbonate]) since 1998 and sertraline (zoloft) since (B)(6) 2011. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, 17 days after insertion of essure (ess205), the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), spinal laminectomy (seriousness criterion medically significant), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), mental disorder ("psychiatric problems"), the first episode of allergy to metals ("nickel allergy/ allergic or hypersensitivity reaction/ gold thosulfate allergy") with skin lesion, dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), fatigue ("fatigue"), abdominal pain lower ("lower abdominal pain"), the second episode of allergy to metals ("thiosulfate allergy"), bacterial vaginosis ("bacterial vaginosis") and mood swings ("mood swings"). The patient was treated with metronidazole (metrogel), surgery (laparoscopic supracervical hysterectomy, left salpingo-oophorectomy, right salpingectomy), surgery (thermachoice balloon ablation), surgery (thermachoice balloon ablation), surgery (thermachoice balloon ablation), surgery (removed endometriosis) and surgery (thermachoice ballon ablation). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, endometriosis, spinal laminectomy, dysfunctional uterine bleeding, cystitis, urinary tract infection, vaginal infection, mental disorder, dysmenorrhoea, dyspareunia, vaginal discharge, gastrointestinal disorder, fatigue, abdominal pain lower, the last episode of allergy to metals, bacterial vaginosis and mood swings outcome was unknown. The reporter provided no causality assessment for dysfunctional uterine bleeding with essure (ess205). The reporter considered abdominal pain lower, bacterial vaginosis, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, mental disorder, mood swings, pelvic pain, spinal laminectomy, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure (ess205). The reporter commented: long history of chronic pelvic pain which the patient attributes to her sensitivity to gold thiosulfate. She has done her research and states that the essure coils do have this gold thiosulfate and she believes that this is causing inflammation. She is with persistent pelvic pain which the patient believes is secondary to gold thiosulfate sensitivity. Since then the patient states that she is feeling great. She definitely has felt changes to her body in a positive manner since having the essure quills removed diagnostic results: on (B)(6) 2017 she had hysterosalpingogram done which showed flat plate of the abdominal confirmed two essure devices. Dye was instilled in the uterus under light pressure and no spill or filling of either tube could be demonstrated. On (B)(6) 2014, pathology report showed diagnosis: uterus, ovary and fallopian tubes, hysterectomy, left oophorectomy and bilateral salpingectomy: inactive endometrium. Myometrium with no specific pathologic features. Ovary with hemorrhagic corpus luteum. Bilateral fallopian tubes with no specific pathologic features. Gross description: on gross inspection, there are multiple pieces often-pink trabeculated myometrium with focal areas suggestive of endometrium. There is a fragment of ovarian parenchyma with a hemorrhagic corpus luteum. In addition, there are two segments of fallopian tubes with dark pink, smooth serosal surfaces and unremarkable cross sections . Concerning the injuries reported in this case, the following one/ones were reported via medical records:confirming vaginal discharge,dysmenorrhea,pelvic pain,menorrhagia, dysfunctional uterine bleeding (confirmed genital bleeding). Most recent follow-up information incorporated above includes: on 21-jun-2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: mood swings incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("persistent bleeding/ abnormal bleeding (general)"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), endometriosis ("endometriosis."), spinal laminectomy ("lower back laminectomy") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a (B)(6) year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine dilation and curettage in 1999, fibromyalgia, connective tissue disorder and gastrooesophageal reflux disease. Concomitant products included calcium carbonate (tums [calcium carbonate]) since 1998 and sertraline (zoloft) since (B)(6) 2011. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, 17 days after insertion of essure (ess205), the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), spinal laminectomy (seriousness criterion medically significant), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), mental disorder ("psychiatric problems"), allergy to metals ("nickel allergy/ allergic or hypersensitivity reaction/ gold thosulfate allergy") with rash, dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), fatigue ("fatigue"), abdominal pain lower ("lower abdominal pain"), drug hypersensitivity ("thiosulfate allergy") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with metronidazole (metrogel), surgery (laparoscopic supracervical hysterectomy, left salpingo-oophorectomy, right salpingectomy), surgery (thermachoice balloon ablation), surgery (removed endometriosis) and surgery (thermachoice ballon ablation). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, endometriosis, spinal laminectomy, dysfunctional uterine bleeding, cystitis, urinary tract infection, vaginal infection, mental disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, gastrointestinal disorder, fatigue, abdominal pain lower, drug hypersensitivity and bacterial vaginosis outcome was unknown. The reporter provided no causality assessment for dysfunctional uterine bleeding with essure (ess205). The reporter considered abdominal pain lower, allergy to metals, bacterial vaginosis, cystitis, drug hypersensitivity, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, mental disorder, pelvic pain, spinal laminectomy, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: long history of chronic pelvic pain which the patient attributes to her sensitivity to gold thiosulfate. She has done her research and states that the essure coils do have this gold thiosulfate and she believes that this is causing inflammation. She is with persistent pelvic pain which the patient believes is secondary to gold thiosulfate sensitivity. Since then the patient states that she is feeling great. She definitely has felt changes to her body in a positive manner since having the essure quills removed diagnostic results: on (B)(6) 2017 she had hysterosalpingogram done which showed flat plate of the abdominal confirmed two essure devices. Dye was instilled in the uterus under light pressure and no spill or filling of either tube could be demonstrated. On (B)(6) 2014, pathology report showed diagnosis: uterus, ovary and fallopian tubes, hysterectomy, left oophorectomy and bilateral salpingectomy: inactive endometrium. Myometrium with no specific pathologic features. Ovary with hemorrhagic corpus luteum. Bilateral fallopian tubes with no specific pathologic features. Gross description: on gross inspection, there are multiple pieces often-pink trabeculated myometrium with focal areas suggestive of endometrium. There is a fragment of ovarian parenchyma with a hemorrhagic corpus luteum. In addition, there are two segments of fallopian tubes with dark pink, smooth serosal surfaces and unremarkable cross sections. Concerning the injuries reported in this case, the following one/ones were reported via medical records:confirming vaginal discharge,dysmenorrhea,pelvic pain,menorrhagia, dysfunctional uterine bleeding (confirmed genital bleeding). Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical records received. Event added per pfs: abnormal bleeding (vaginal, menorrhagia),allergic or hypersensitivity reaction, infection (bladder/ urinary tract/vaginal), psychological or psychiatric problems condition, rashes or skin conditions, nickel allergy, dysmenorrhea,dyspareunia,vaginal discharge, gastrointestinal or digestive system condition,fatigue,lower abdominal pain. Event added per mr: dysfunctional uterine bleeding. Event outcome added. Concomitant medications, medical history added, treatment drug added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure (ess205) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.